Event description:
The product was used during a lavh procedure. Reportedly, the instrument did not fire. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/9/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.